Event description:
It was reported that during a colectomy procedure, the handpiece did not operate properly. The case was completed by using handpiece. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and was tested on a generator and gave error code 3. The hand piece was disassembled and a torn isolator was found in the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted.